Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one leonard s/l catheter in three segments was received for evaluation. Visual, microscopic, tactile and functional evaluations were performed. A complete circumferential break was noted at the distal end of the catheter. The medial catheter segment measured approximately 1.5cm in length. The distal catheter segment was returned and measured approximately 8.9cm. A c-shape break was noted from the distal end of the luer. The medial catheter was noted to have uneven edges to the first break. Therefore, the investigation is confirmed for the reported fracture and the identified material separation issues. A definitive root cause could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: b5, d4 (expiration date: 07/2026). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that two weeks and five days post a chronic catheter placement, the white lumen allegedly had a split during use. Reportedly, the catheter was repaired. There was no reported patient injury.

Event description:
It was reported that two weeks and five days post a chronic catheter placement, the white lumen was allegedly split. Reportedly, the catheter was repaired. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H10: d4 (expiry date: 07/2026) h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.